Manufacturer narrative:
An investigation is in progress for returned product received on october 20, 2022.

Event description:
The string is too thin and frays when wearing [device breakage]. Case narrative: consumer reported via email that the tampon string frays when wearing. No injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
The string is too thin and frays when wearing [device breakage]. Case narrative: consumer reported via email that the tampon string frays when wearing. No injury was reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
The string is too thin and frays when wearing [device breakage] case narrative: consumer reported via email that the tampon string frays when wearing. No injury was reported.